Manufacturer narrative:
(B) (4). Off labeled use in the vasculature and incorrect removal. (B) (4). The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device issue: thumbwheel resistance during deployment, premature deployment. Adverse event: stent deployment in an unintended site. Time of device issue and adverse event: during the procedure. It was reported that during the procedure in the heavily calcified superficial femoral artery (sfa), resistance was felt during rotation of the absolute stent system thumbwheel and the stent partially deployed. An attempt was made to remove the stent system; however, the exposed stent struts became caught on plaque and the stent deployed approximately 1 cm below the bifurcation in the common femoral artery. A non-abbott stent was used to treat the lesion in the sfa. There was no reported adverse pt sequela. Though requested, no add'l info was provided.